Manufacturer narrative:
PMA/510(k) # = p100022/s027. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g. 1 as follows: importer site contact and address: (B)(6). Importer site establishment registration number: (B)(4). Device evaluation the zisv6-35-80-5.0-40-ptx device of lot number c1555128 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. Lab evaluation: the device related to this occurrence underwent a laboratory evaluation on the 06 june 2019. On evaluation, crinkling was observed on the stent retraction sheath (srs), the outer sheath was kinked near the handle, the proximal inner was found to be broken at the kink and the retraction wire was separated from the srs. The investigator requested to know when the kink occurred and a response was received stating that no kinks were noticed on the device at the facility before, during or after the procedure. Document review: prior to distribution zisv6-35-80-5.0-40-ptx devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for zisv6-35-80-5.0-40-ptx of lot number c1555128 did not reveal any discrepancies that could have contributed to this complaint issue. The review of relevant manufacturing records, confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1555128. There is no evidence to suggest that the customer did not follow the instructions for use. Image review ¿ n/a. Root cause review: a definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause could be attributed to difficult patient anatomy and/or insufficient support of the handle during advancement and/or deployment. It is possible that the device was not kept taught during the procedure possibly as a result of insufficient support of the handle. This may have led to a kink forming on the outer sheath. A kink on the outer sheath may have resulted in increased forces during attempted deployment resulting in separation of the retraction wire from the srs. From the information provided it is also known that the patent exhibited a calcified anatomy. It is possible that the difficult anatomy also contributed to higher deployment forces possibly contributing to the separation of the retraction wire from the srs. Summary: complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When pushing the red safety button the they could not deploy the stent.

Manufacturer narrative:
PMA/510(k) # = p100022/s027. Cook ireland ltd (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi)(importer). Exemption number: e2016031. Information pertaining to section g.1 as follows: importer site contact and address: (B)(4) cook medical incorporated (cmi) 1025 acuff road p.o box 4195 bloomington indiana 47402-4195. Importer site establishment registration number: 3005580113. Investigation is still pending. A follow up MDR will be submitted to include the investigation conclusions. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
When pushing the red safety button the they could not deploy the stent.